Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a portion of the plastic covering of the hook was missing. They looked throughout the abdomen both laparoscopically and robotically, in all the cannulas, and in the packaging that came from spd. I called the robot representative who stated that she believed this happened in spd but recommended the instrument be sent back to intuitive for investigation. Unfortunately, the plastic portion that is missing is small and radiopaque and will not show up on xray or CT imaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.231# x 0.244# in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding plastic covering of hook was missing was confirmed by failure analysis.